Manufacturer narrative:
(B)(4). Received user facility medwatch # (B)(4). Additional information: there were no patient consequences and the prolonged surgery time did not change the post op care of the patient. No other details are available. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy procedure, the device seemed to be firing normally. There was an audible click heard and felt however attempts to remove the device were unsuccessful. The cutting part could not cut the bowel and the device could not be removed pulling the device out that comes apart from the anvil. Fifty percent of the circumference was cut through. It seems the device misfired as the surgeon tried to do the anastomosis. The surgeon had to use sutures by hand to repair the tissue. The anastomosis was incised and the anvil removed to remove the device. The operation time was increased however the amount of time is unknown. Suture was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Asku. What device was used for the proximal and distal transection? Asku. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? The purse string device with 2-0 prolene. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Asku. Was the spike of the trocar inserted lateral or through the staple line? Asku. What confirmation did the surgeon receive that the anvil was firmly attached? Click when the device was fired, where was the indicator within the green zone/gap setting scale? Tighten and fired. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired? Audible click. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected? Removing the device was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, asku. What steps were taken to confirm successful anastomosis? 50% of the anastomosis was formed; leak test with no evidence of leaking after suture was applied. Did the operation change significantly as a result of the device issue? No, just additional time however the amount of time unknown. What is the patient's age and sex? Male. Did a hcp other than the primary surgeon fire the instrument? Surgeon. Was there a recent conversion to ees devices in this account or with this surgeon? No.